Event description:
Additional information receieved stated that the patient underwent surgical intervention wherein one of the leads was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
A4 patient weight was added to the report.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-30410. It was reported that the patient will undergo surgical intervention at a later date to replace a lead. Imaging showed that one of the patient's lead had fractured. Diagnostics revealed high impedances on all contacts of one lead. It is unknown which lead fractured and will be replaced, therefore both leads are being reported.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.